Manufacturer narrative:
The reported events of lead fracture and high pacing lead impedance were not confirmed. The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damages. Twisting of the outer insulation was found at the distal region of the lead. X-ray examination found over-torque of the inner coil at the connector region. The cause of insulation damage was consistent with occurring at the time of procedural.

Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. Insulation damage and fracture was also noted on the lead. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.